Event description:
Customer reported to sales rep that: "breakage of a reamer during procedure" procedure ended by changing reamer". Email from customer from (B)(6) 2020 : update ¿indeed I can confirm we have a reamer bixcut stryker diam 8 ref k0008f1 that broke during the surgery on (B)(6) 2020.".

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure, although the reamer had been refurbished externally by a third party. The returned im reamer (lot# k0c08f1), although was found to be broken, had been refurbished as indicated by a third party engraving on the adapter. Thus, further inspection is deemed dispensable. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation it was found that although there was failure confirmation but there was already a refurbishment done to the reamer as indicated by the engraving on the adapter. This marking is not made by stryker at any point of time. Instruments which are refurbished by third parties/external sources and then returned to the customers are not regarded to have been put on the market by stryker. After any sort of rework done externally, they become products of a third party. There are no warranty claims against stryker for third-party products. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Customer reported to sales rep that: "breakage of a reamer during procedure" procedure ended by changing reamer." Email from customer from 26-06-2020 : update ¿indeed I can confirm we have a reamer bixcut stryker diam 8 ref k0008f1 that broke during the surgery on (B)(6) 2020."